Event description:
It was reported that there was early battery depletion. It was further reported by the patient's friend that the "patient's pacemaker only lasted 2 years and the battery had gotten low." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58 implantable tachy lead, (B)(6) 2004; 4470 boston scientific implantable pacing lead, (B)(6) 2004; 4193-78 implantable pacing lead, (B)(6) 2004. (B)(4).